Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the vessel seal extend (vse) instrument moved in different directions with the surgeon's command. When the surgeon moved the hand controller up, the instrument moved down, and when the hand controller was moved to the right, the instrument moved to the left. The customer reattached the adapter, reconnected the e-100 generator, and inserted the instrument into the other universal surgical manipulator (usm), but confirmed that only the vse instrument moved as described above. During the operation, the movement was normal until the middle of the operation. There were no incidents of dropping or bumping the forceps. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use with no issue. There was no external collision. The instrument moved in the opposite direction. There was no shakiness or friction experienced. The instrument was not grasping the tissue when the issue occurred. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and reported failure was confirmed. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm)s, however the grip tips moved in the opposite direction. This behavior was observed in the pitch and yaw direction(s) and presented on 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. It was found that the main tube can be rolled past the hard stop in the roll gear (roll gear tabs) with little resistance, in both roll directions. This indicates that the roll gear tabs that mate with the main tube and provide a hard stop are damaged. Since the hard stop is damaged, the main tube can rotate independently of the roll gear, causing miscalibration between the mtm and tube, and creating unintuitive movement of the distal tip. No failures were found in logs.

Event description:
Refer to h10/h11 for follow-up information.